Event description:
Additional information received from the consumer reported the patient continued to have a lack of therapy and stimulation. No actions were taken during the call. An appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0te43, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer initially reported it was not working and they could not feel stimulation. Symptoms included not working. During the call, the patient successfully increased settings and was feeling stimulation. Troubleshooting resolved the reported issue. On (B)(6) 2015, the patient reported the implantable neurostimulator (ins) was not working and they did not feel stimulation. However, it was determined that the therapy was off. After turning stimulation on, the stimulation was too strong so the settings were decreased to a comfortable setting. It was unknown if the patient had a return of symptoms. On (B)(6) 2015, the patient again reported not feeling stimulation. The patient verified that stimulation was on and was told that stimulation does not need to be felt for stimulation to work. On (B)(6) 2015, the patient again reported not feeling stimulation. The patient increased stimulation and felt stimulation again. The patient was again advised to monitor symptom control noting that stimulation does not need to be felt for it to work. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the consumer reported a loss of therapy and no stimulation sensation again, but the therapy was not on. During the call, the settings were increased. Symptoms included issues with retention and frequency, noting he had to go every hour day and night. An appointment was scheduled for (B)(6) 2016.